Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the short port btt black inflation valve popped after the syringe was removed, so the balloon would not remain inflated. The staff was able to put a stop cock on the valve, reinflated the balloon and the procedure was completed using the same btt port. The hosp did not report any pt complication.

Manufacturer narrative:
Investigation results: the visual inspection showed that the black check valve was loose and completely out of the luer fitting. The reported failure was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B) (4).